Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the site of the drg ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was relocated. Therapy was restored post operatively.

Manufacturer narrative:
The event of ipg revision was reported to abbott. The patient's ipg was relocated due to pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.